Event description:
Patient self tester called alleging discrepant low inratio value. Date: (B)(6) 2015, inratio: 1.1; three minutes later, repeat inratio: 2.1. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned and retain strips for lot# 334579 were not available, a review of in-house testing was performed. Lot # 334578 was used for internal investigation purposes to evaluate the performance of the brick lot. Lot# 334578 is identical except for the outer packaging and labeling as lot# 334579. Additionally, a review of the last known retain test for lot # 334579 was performed. Retain strip testing results from lot# 334578 and 334579 met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for lot# 334578 and 334579 were reviewed. The non-conformance associated with these lots are not relevant to the initial complaint and does not affect product performance. Improper user issues were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. The customer has aps. Testing with an aps-insensitive laboratory method is recommended for these patients. The customer's current health status cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.